Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a battery out limit alarm after changing the battery on the pump. Customer was not able to do anything and the buttons were not working. Customer stated that the pump alarmed after a battery change and the pump was alarming at the time of the call. Customer stated that she had a frozen display. Customer stated that not all of the buttons were responding properly. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent down and up arrow buttons due to moisture damage on the keypad traces. No frozen display noted. No battery out limit alarm noted. All of the operating currents are within specification. The insulin pump passed displacement test. The insulin pump has cracked lcd window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.